Event description:
It was reported by service report that the right head/foot side rail would not lock in the upright position and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.